Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 0-degree endoscope plus, however, failure analysis has not completed their investigation as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was a piece of the 0-degree endoscope missing. A backup endoscope was used to complete the procedure. There was no patient harm due to this event.

Manufacturer narrative:
The 0-degree endoscope plus was analyzed and the reported issue of missing instrument piece was not confirmed. Additional finding(s) not reported by site and found unrelated to the reported complaint states that the camera instrument adapter had a defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with camera instrument adapter (aea) shaft bearing contributing to friction. Further, the endoscope cable integrated connector was visually inspected and found to contain foreign markings and/or damaged markings.

Event description:
Refer to h10/h11 for follow-up information.